Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120753.

Event description:
Related manufacturer reference number: 2017865-2023-45283. It was reported that the patient's implantable cardioverter defibrillator and right ventricular lead exhibited far field r-wave over-sensing. No further information was received.